Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices yet, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. This report will be amended once the parts were rec'd and the investigation accomplished. (B)(4).

Event description:
It is reported that the ncb femoral plate broke.